Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which included the following information: a customer reported experiencing low reading issues with the freestyle libre sensor in which she observed that the 90-day blood glucose average provided by the sensor was lower than laboratory measured hba1c. The customer stated the following: "a 20% lower glucose readings; I have been wearing the freestyle libre 14-day cgd since (B)(6) 2021. Every a1c test is completely off of the 90-day average glucose the devise indicates, by approximately 15.4%. My 90-day glucose, per abbott lab´s sensor is 117. That value corresponds to an a1c of 5.7, almost non-diabetic. However, my a1c is 6.3, which equates to 135. That difference is consistent with my june comparison." There was no report of self-treatment or third-party medical intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.